Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to heat damage, which was observed during physical inspection. Evaluation observed damage to a component on the radio printed circuit board (pcb) due to fluid intrusion. The damaged wireless battery module was scrapped. (B)(4).

Event description:
It was reported that a spectrum pump had burn/heat damage. Any patient involvement, injury or medical intervention is unknown.